Event description:
Hospitalized for high glucose and dka. Troubleshooting was performed and pump appeared to be operating normally. Occulusion test could not be performed since customer did not have a clamp.